Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's mini drawer engine was jammed, prevented drawer from opening. A field service engineer replaced the mini drawer engine to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 1.10 failed to open, when user tried to access the medication, phenylephrine 10 mg/1 ml (1 ml) injection. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-dec-2021 to 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 1.10 failed to open. A field service engineer found the mini single engine drawer motor jammed and not opening. He replaced the mini engine, which resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 1.10 failed to open, when user tried to access the medication, phenylephrine 10 mg/1 ml (1 ml) injection. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.